Manufacturer narrative:
An event regarding wear involving a triathlon patella was reported. The event was confirmed by photograph. Method & results: device evaluation and results: the device was not returned however one photograph was provided. The photograph shows the superior surface of a recently explanted patella with part of the patella worn/deformed. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complained of anterior knee pain and clicking. Open surgery revealed fx poly insert. As per sales rep on 2/5/2016: "patella was revised to an all poly due to wear and overall thickness of patella."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of anterior knee pain and clicking. Open surgery revealed fx poly insert. As per sales rep on (B)(6) 2016: "patella was revised to an all poly due to wear and overall thickness of patella."